Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional testing. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to prime as functional evaluation could not be completed due to the identified self-activation. The bent bumper likely contributed to the observed incomplete cannula tang engagement as well as the reported failure to prime and identified self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the device allegedly failed to prime. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.